Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that with the unit on main a/c power and oxygen is fed from the central wall source, when the unit is turned on, after it completes the self test it shows motor fault. There was no patient involvement at the time of the incident.